Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR # 1225714-2014-03806 and 1225714-2014-03807.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6) 2009, after the use of the product.